Event description:
On 07/02/2008: covidien regional office reports: "the client is reporting an extravasation of iodine contrast fluid causing a tumefaction on the child (5 weeks old) hand; this had to be treated surgically." "An injection of 13ml of visipaque 270 (flow set at 1.5ml/s) was done to a 5 week old girl, with a yellow cathlon on the back of her hand maintained by a dressing and using an injector. An extravasation was detected at the end of the injection. Theoretically, the injector is secured in automatic mode and should stop the injection when meeting a resistance. In this incident, it did not happen. After checking with the personnel, the mode was set in manual with a psi too high. This mode is sometimes used for other pathologies but never in pediatrics. On approx three weeks later: covidien regional office reports: patient surgical outcome was good.

Manufacturer narrative:
Covidien regional service provided injector evaluation for the customer. Translation of those service records have not been received yet. Upon receipt of those translated records, a medwatch supplemental report will be submitted. There is no indication that the injector didn't perform as intended. It was noted by the reporter that the injector mode was set in "manual" at a pressure (psi) that was too high. However, this psi was not reported. It was also stated by the reporter that "this mode is sometimes used for other pathologies but never in pediatrics". Extravasations are historically caused by either poor needle placement or a selected flow rate that is too high for a given patient's veins. Setting a pressure limit does not allow a user to monitor or prevent an extravasation. Nowhere in the user manual is this suggested. The manual does recommend the selection of the appropriate flow rate and checking for back flow prior to injecting. The injector also comes equipped with a patency check feature that allows a user to select a small amount of saline at the same flow rate as the programmed protocol. This allows the user to check the integrity of the IV site prior to the contrast injection".